Event description:
It was reported that the right ventricular lead had high impedance due to a possible fracture. The lead was capped and replaced and a partial portion of the lead was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-52 implantable pacing lead, implant date: (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: a proximal portion of the 5076 lead was received measuring 10.5 cm. Analysis was performed and no anomalies were found.